Manufacturer narrative:
Per documentation in a voluntary medwatch report, angioplasty balloon opta pro f5 7x4 110cm) ruptured during bilateral iliac angioplasty and stent placement for recurrent claudication. Percutaneous attempts to retrieve unsuccessful. The patient sent to operating room for removal of an intravascular foreign body that was occluding the proximal left superficial femoral artery. Patient discharged. No additional information has been provided. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device and no procedural films to review the reported customer complaint of balloon separation could not be confirmed. With the very limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer. There is nothing in the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. Please note the voluntary report number is (B)(4).

Event description:
Patient was being scanned in MRI scanner room 1 and reported a 'burning' sensation on her right upper arm. Patient was removed from magnet and found to not have insulating pads in place. Right upper arm examined and found to be red and warm. Patient agreed to finish exam - insulating pads placed and patient finished exam without further complaints.

Event description:
Per documentation in a voluntary medwatch report, angioplasty balloon opta pro f5 7x4 110cm) ruptured during bilateral iliac angioplasty and stent placement for recurrent claudication. Percutaneous attempts to retrieve unsuccessful. The patient sent to operating room for removal of an intravascular foreign body that was occluding the proximal left superficial femoral artery. Patient discharged. No additional information has been provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note the voluntary report number is (B)(4).